Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the display on the roller pump was not visible. The device was able to be used due to a remote display. The user reported there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.